Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-03643. The patient had 2 scs leads from the same lot. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient reported receiving uncomfortable chest stimulation and ipg migration/pocket site discomfort due to losing weight. The scs system was explanted. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on 09/10/2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant as the patient declined these efforts.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.